Event description:
Pca pump was beeping upstream occlusion. Pca pump read 17 cc of morphine left to count. When nurse opened pca pump to check out the upstream occlusion the morphine pca bag was empty. The pca rate was set for 3 mg every 15 minutes prn with no basal rate. Pt felt as though they got alot of morphine all at once and had not pushed the button. Pca was taken out of service, replaced with a new one and this report filed.